Event description:
The user facility reported jarit scissor insert broke into two pieces inside the outer tube and handle. It was reported when the surgeon closed non-ratcheted handle and inserted the tube through the trocar and into the pt's abdomen, the scissor insert broke inside the outer tube and the distal portion of the insert fell into the abdominal cavity. The surgery was delayed 45 minutes during which time the surgeon retrieved and removed the distal portion of the scissor insert. Open surgery was not required.